Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use. The hp disconnected the line from the bag and air was introduced. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2011, product surveillance contacted the home patient (hp) regarding the system error 2240. The hp stated everything was fine and disconnected the call. On (B)(4) 2011, product surveillance contacted the registered nurse (rn) regarding the system error 2240. The rn was made aware that the hp disconnected the line to the solution bag and reconnected. The rn stated that the home patient (hp) has had no injury or medical intervention since the alarm.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was confirmed. The root cause was use error; per the complaint information, the cause was that the patient disconnected the line to the solution bag, and then reconnected the bag. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA/ncr renq-CAPA-(B)(4).